Manufacturer narrative:
Product ID 8780, serial# (B)(6), implanted: 2014 (B)(6); product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient had significant left leg weakness in the recovery room. The reporter further stated, the patient had left leg weakness and was otherwise at baseline besides post operation pain. It was noted that the patient status at the time of this report was alive with no injury. The pump contained morphine. Additional information received reported that an MRI and CT scan confirmed the catheter was intra medullary. The reporter stated, the patient¿s healthcare professional recommended explant of the catheter. Additional information received reported the catheter was explanted on 2014 (B)(6). It was noted there was no device issue. It was further noted the patient was not receiving therapy. Additional information was requested, but was not available as of the date of this report.